Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: during investigation, the keypad cover was intact and all keypad buttons responded appropriately to user input. The keypad cover was removed to find no contamination under the button contacts. The original complaint of under responsive up arrow, down arrow, and ok buttons was unable to be duplicated. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. No evidence of moisture was found internally. Unrelated to the original complaint, the audio bolus button cover was damaged/punctured but responded appropriately to user input.